Event description:
The customer reported the device would not power on. No pt involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the failure of c56 prevented the power supply from operating on ac power. (B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device would not power on. No patient involvement.

Manufacturer narrative:
(B)(4).